Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 120 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.